Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim: comments from event by event author: ¿rn attempted to run ceftriaxone as secondary to ivf into purple lumen of PICC line. IV pump alarming occluded. Rn attempted to trouble shoot by checking tubing for any kinks or clamps and flushing at the hub. Rn positioned tubing differently. Rn switched to red lumen since no medications were infusing through that lumen at the time. Rn was then informed by another rn that people have been having trouble lately running ceftriaxone through cvl filter tubing. Rn then switched to primary tubing without filter and did not have this issue.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.